Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction. H6: adverse event problem - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.